Event description:
Clinic notes were received for the patient¿s replacement, and indicated that the battery was getting low. The physician attributed the lower vns battery to the ¿odd seizures¿ the patient was having. A reporter that was likely the patient¿s mother left a comment on the vns therapy (B)(6) page that their overall daily seizures have dropped from 10+ to around 3-4. She stated that the vns was ¿worth it for us.¿ the patient was replaced due to prophylactic replacement. The explanting facility does not historically return explanted devices, so the generator has not been received to date. No additional or relevant information has been received to date.